Event description:
The nanocross balloon was used to predilate a heavily calcified left sfa. After 3 inflations up the entire sfa, the physician attempted to remove the nanocross balloon. As the balloon was pulled thru the sheath, the physician noticed that the balloon was no longer on the shaft. Fluoro showed balloon material lodged in the proximal portion of sheath. The sheath was "buddy wired", and another balloon was used to extract material from sheath via hte "fogerty" technique. That balloon also ruptured. The sheath was extracted with 100% of both balloons and a subsequent sheath was inserted to finish case. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.